Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump, that the wake button was delayed in responding to touch and undefined fill estimate issues were reported.